Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not running. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed a functional test on the sternal saw and observed the saw motor was not operating with the service foot switch. The srt observed the cable coupling parts were missing from the sternal saw. The srt performed internal inspection and observed the motor mount on the motor assembly was broken. The srt replaced the motor assembly, front cover, bearings, retainer, shaft and spring. The srt performed verification/release testing on the sternal saw motor. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The device was found this way the user facility's biomedical engineer (biomed).